Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that assy fr case w/ keypad of the two pcu modules will be replaced as one device will not turn on and top right button of another device did not work. There was no reported patient involvement.